Event description:
On (B)(6) 2012, the reporter contacted animas alleging a tactile changes / unresponsiveness issue. The reporter indicated that the arrow buttons required multiple harder presses in order to respond. The reporter confirmed no known damage to the keypad. There was no reported adverse event related to this issue. The report is made based on the allegation of the button response issue.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 06/03/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was fully intact. All buttons responded appropriately. There was no contamination under key contacts. A pinkish contrast was observed on the display screen. Removed the pump cover and replaced pink display with test display.